Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Exact date unknown, event occurred few years ago the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 19099939 / 19099939. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 18855081 / 18855081.